Event description:
A customer reported a ¿scan error" message on the same day of applying the adc freestyle libre 2 sensor. The customer was unable to obtain a sensor reading and experienced unspecified symptoms of hypoglycemia. An ambulance was called and the customer received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and there was no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a ¿scan error" message on the same day of applying the adc freestyle libre 2 sensor. The customer was unable to obtain a sensor reading and experienced unspecified symptoms of hypoglycemia. An ambulance was called and the customer received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.